Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. Based on the reported event, the cat7 fractured while torqueing. If the cat7 is over-rotated against resistance, the device may become damaged and fracture. Further evaluation revealed an ovalization on the catheter shaft. Based on the shape of the ovalization, this damage was also likely the result of torqueing against resistance. This ovalization may have contributed to the reported resistance while manipulating the cat7 in the non-penumbra sheath during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician encountered resistance while advancing the cat7 through the sheath to the target vessel. Subsequently, while attempting to torque the cat7, the physician felt a snap and noticed under fluoroscopy that the cat7 had broken at the mid-shaft. The physician then advanced a balloon over the guidewire into the cat7, inflated the balloon inside the cat7 and pulled the cat7 out. The procedure was completed using a new cat7 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.